Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a laser does not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative cleaned the second port, re-centered the aiming beam, and performed a calibration to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 12, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the calibration of the system. However, how or when the system became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).